Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported that a patient noted very slight haziness in both eyes but was very happy. This haziness was reported to be edema post-operatively. Issues are reported to be resolved three days later and patient continues to be happy. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.